Event description:
The customer reported the sys kv is not driving. The fse verified the unit locking up at 40kv in auto no matter the medium type. There is no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The connectors were reseated during the svc call. The system was tested and found to be working as intended and placed back into svc.